Manufacturer narrative:
Based on the claim against the product by the customer noting a broken connection cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis investigations found an additional failure related to the customer reported complaint. The permanent cautery spatula was found to have a loose pitch cable at the distal end, that was caused by the broken pitch cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the connection cable of the permanent cautery spatula instrument was broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Evaluation of the returned device found a broken pitch cable at the distal end. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.